Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328512, batch no: 8274863. Verbatim: pet owner reported finding two syringes with needle and hub stuck in shield. Lot: 8274863, item: 31g, 8mm, 3/10ml. Date of occurrence unknown.

Event description:
It was reported that two syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328512 batch no: 8274863. Verbatim: pet owner reported finding two syringes with needle and hub stuck in shield. Lot: 8274863, item: 31g, 8mm, 3/10ml. Date of occurrence unknown.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 8274863. Customer states that the needle and hub are stuck in the shield. The syringe was returned without the hub-needle/shield assembly. A review of the device history record was completed for batch# 8274863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on(B)(6)2019, holdrege received (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 8274863, all samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of (1) syringe found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. The needle assembly was not returned. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. This syringe was produced pre implementation of the eject redesign corrective action of CAPA 539107 which addresses needle hub separates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.